Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue of e433 error was confirmed. The device evaluation found that the error was caused by a defective generator board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the generator was giving an e433, permanent rebooting error. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported error was caused by a defective generator board but it is possible the error occurred due to on the following as well: 1. Interference of the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault). 2. The operator activated the footswitch while generator was booting (temporary fault caused by user action). 3. A defective footswitch due to a short circuit in the plug (temporary fault). 4. A defective footswitch due to defective reed contact (temporary fault). 5. A faulty cable connection between high voltage power supply (hvps) board and generator board (temporary or permanent fault). 6. A faulty cable connection for the output signal between the generator board and relay board (temporary or permanent fault). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.